Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer had a loss of communication issue between the pump and transmitter, and cannot find the sensor signal. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the issue was not resolved. The customer will continue the use of the device and the transmitter will not be returned for analysis